Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility bbm sales organization in switzerland: according to the cusomer: "leakage at connection tube." "We had a fluorouracil 2-day pump today (lot. 22l14ged 81) that we removed from the patient after 1 day due to leakage. The leak is between the elastomer part and the injection port."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Summary of root cause analysis: no complaint sample is returned for investigation, but only one picture was received. Further investigation to confirm the root cause is impossible as no complaint sample has been returned. However, this is a known defect and CAPA has been initiated to address step down tube to triangle tube leakage issue. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.